Event description:
A consumer reports seeing starbursts, especially at night, following bilateral intraocular lens (iol) implant surgery. The surgeon reports that a yag capsulotomy was performed following the implant.

Manufacturer narrative:
The complaint device has not been returned. There have been no other complaints reported in the lot number. Additional information requested 12/20/2007 and 12/21/2007 by phone, mail and fax. A completed questionnaire was received 01/07/2008.